Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the event code was logged in the device¿s memory. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs a service event code related to a potential failure of the device to deliver defibrillation energy is logged in the device's memory. Physio will replace the device¿s main keypad assembly as a part of the associated field action.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. The customer advised that the first shock attempt resulted in the device disarming itself and the shock was not delivered. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.